Event description:
It was reported that during procedure, t2 anchor did not deployed. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 reversed curve needle delivery system device received. The complaint stated: ¿t2 anchor did not deploy.¿ t1, t2 suture were not returned. The needle delivery curve has been flattened out. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The device still cycled and actuated properly. Factors influencing successful anchoring include device ability, implant location and tissue condition.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition.

Event description:
It was reported that during procedure, t2 anchor did not deploy. T1 was removed from the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.